Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a shock which the patient reports felt different from previous shocks - she felt it primarily in her arm. At a follow up visit, the device could not be interrogated nor could magnet tones be obtained. The device was replaced.